Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. The sample referring to this case has not arrived yet. The root cause of this event cannot be determined this far.